Event description:
The patient reportedly hit his head over the implant site. Following this trauma, the patient reportedly experienced sound quality issues. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. A decision was made to explant the patient' s device. The patient's ci device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.